Event description:
The physician attempted arteriotomy closure with the closer tsl 6 fr. Device. Pulsatile marking was not obtained, but the physician deployed the device. After needle plunging and removal, the foot could not be parked. The device was subsequently surgically removed. During surgery, it was confirmed that the foot was deployed outside of the artery. The device was removed, the artery was stitched, and hemostasis was achieved. The pt recovered.